Event description:
Pt admitted in 02. Breast biopsy found to be cancer. 3 days later, port-a-cath ii was implanted. Pt was discharged 2 days later. Pt was readmitted to hosp 7 days later port infiltration and mild burning occurred during chemo. Port-a-cath ii was removed from pt.